Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia and blood glucose level was 30 mg/dl and paramedics came to her . Customer¿s current blood glucose level was 210 mg/dl. Customer was alleging that the insulin pump was over delivering. It was also stated that the insulin was squirting from end of set before connecting at their site. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device passed the delivery accuracy test.